Event description:
It was reported that the doctor received a "burst watchdog timeout" message when interrogating the patient. The device manufacturing record was checked for this generator and it passed all functional tests prior to distribution. No other relevant information has been received to date.